Event description:
The customer contacted physio-control to report that their device would not remain powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer under warranty and not serviceable in the field. Physio recommended that the device be removed from service. It was later confirmed by the customer that the device was permanently removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.